Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The date of the refill discrepancy was (B)(6) 2016. The pump was replaced on (B)(6) 2016. The cause of the rotor barely moving was unknown and the rotor barely moving and volume discrepancy was unresolved. The patient had a diagnosis of failed back surgery. For the refill appointment, the patient was brought into the procedure room and remained in the gurney for the procedure. Standard monitors were placed and vital signs were observed throughout the procedure. The pump was interrogated and showed the following settings: morphine at 10 mg/ml, simple continuous rate at 6.269 mg/day, the expected reservoir volume was 4.9 ml, and the low reservoir alarm date was (B)(6) 2016. The pump site was then prepped three times and draped with sterile towels. The refill template was placed over the pump to locate the refill port. A 20 ml syringe was attached and aspiration was steady until 8 ml was withdrawn and bubbles were noted. The tubing was re-clamped and a new syringe containing 40 ml of 10 mg/ml morphine was attached. The tubing was unclamped and the pump was easily filled without overpressure. The needle was removed, the area was cleaned, and a bandage was placed over the needle insertion site. It was noted that there was a 4% increase in the patient's dose to 6.49 mg/day. The new low reservoir alarm date was noted to be (B)(6) 2016. The patient tolerated the procedure well and there were no apparent complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving "10 mg" morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had increased pain for the past three weeks like his symptoms before he had the pump. A dye and rotor study was performed on (B)(6) 2016 and the catheter was found to be intact as it was able to be aspirated and the dye reached the tip. However, two rotor studies were done and the pump barely moved, although there was no alarm or motor stall noted. It was also noted that there was over 3 cc of extra drug at the last pump fill, indicating there could have been an issue with the pump. It was stated that the doctor wanted to schedule the patient for a replacement. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The replacement was planed, but not scheduled. The issue was considered to be not resolved. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.